Event description:
Customer reported via phone, she was changing her complete set and she noticed an air bubble in the reservoir which she couldn't purge. Air bubble was 1/16 of an inch. Customer was advised to try a different reservoir and it also had two bubbles but customer was able to purge them out. Customer's blood glucose was unknown. The reservoir is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.